Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00136. A facility reported a directlink icp module was showing negative readings after implantation. The sensor was replaced and one hour surgical delay was reported because when the sensor was replaced, the negative readings persisted; therefore, the sensors were not the cause. The monitoring continued with a competitor module available.

Manufacturer narrative:
The directlink module was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the complaint evaluation was unable to conclusively verify the complaint as valid. Device passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a.